Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was pain, sensitivity at base of coccyx when sitting down or laying back, pain is independent of stimulation on vs off. (No change). They had a lead revision with battery replacement on (B)(6) 2021. On (B)(6) 2022 they followed up with their hcp and they palpated backside to investigate source of pain, greatest sensitivity reported left tip of coccyx radiating superior and lateral (~2in)¿toward¿ ins pocket site; hcp ordered x-ray. On (B)(6) 2021 they were seen back in office / x-rays evaluated, hcp suspected ins had migrated medial from implanted site; determined most probable source of pain; lead ¿tissue bridge¿ at insertion site considered secondary cause (due to sharp ¿jack knife¿ appearance from insertion site tunnel to pocket). On (B)(6) 2022 there was a pocket revision. Device was turned off, pocket site opened, ins located, lead was separated from ins at existing pocket. Lead insertion site was opened, tissue surrounding lead was released. New pocket site was created.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 978b128, lot# va2huzh , implanted:(B)(6) 2021, product type: lead ,ubd: 30-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the lead "tissue bridge" issue was not caused by or related to the device, therapy, or implant procedure. They also noted that this issue was determined to be that the tunneled lead went deeper into the pocket. The hcp reported that this issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2huzh serial# implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.